Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the sw100 instrumental metal part of the sw120 cartridge dropped (did not fall into the pt). Another instrument was used to complete the case. There was no consequence to the pt. The devices will not be returned.